Event description:
End user reported that he had began to have weeping skin under tape collar 5 weeks ago.

Manufacturer narrative:
Based on the available information, the event was deemed a serious injury. The end user went to wound ostomy continence nurse and it was at this time suggested that he discontinue product usage. Samples will be sent to the end user. No additional event information has been provided. A return sample for evaluation is not expected. Should additional information becomes available a follow-up report will be submitted.